Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nissen procedure, the liver retractor got stuck when the outer sheath was removed. This occurred three times. There was no injury reported. No further information is available.